Event description:
It was reported to philips that the system failed to boot up, it was stuck at 0:00. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed system does not start up. After reweaving log file, fse found lack of communication between the parts of the system. Upon troubleshooting, fse found incorrect air conditioning settings. The cause of the ethernet switch failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced the ethernet switch due to lack of communication. After replacing the ethernet switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.